Event description:
It was reported via repair work order that the lock post tube was loose which will effect the cot's ability to lock to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.